Event description:
It was reported that the screen did not respond. The screen changed on its own. No known pt impact was reported.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.